Event description:
The patient was at work and stood up from a chair and heard a cracking noise. A few days later the patient heard another crack while doing yard work, got himself into his home and then couldn't get up from the chair. The patient states that his ceramic ball broke in four different places necessitating a revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. It is noted that the patient retained the broken pieces of the ceramic ball but has not disclosed as to whether or not he is willing to release it for investigation. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding a fractured competitor ceramic head was reported. The event was confirmed on review of the provided medical records. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No allegation of failure was made against the reported device. A review of the revision operative reported indicated that "the liner appeared to be in fairly good condition". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was at work and stood up from a chair and heard a cracking noise. A few days later the patient heard another crack while doing yard work, got himself into his home and then couldn't get up from the chair. The patient states that his ceramic ball broke in four different places necessitating a revision.